Manufacturer narrative:
H10: additional information on b5.

Event description:
It was reported that during hip scope procedure, when the foot pedal was plugged in and light under the foot pedal icon was green, the rf wand was not activating when buttons on foot pedal were pressed down. No significant delay and a rf wand back up was used which it had buttons on the device handle to get around but the foot pedal were used to complete the procedure. No other complications were reported.

Event description:
It was reported that during hip scope procedure, when the foot pedal was plugged in and light under the foot pedal icon was green, the rf wand was not activating when buttons on foot pedal were pressed down. It is unknown if there was a delay and a rf wand back up was used which it had buttons on the device handle to get around but the foot pedal were used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review nor a complaint history review could be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed a damaged lid and bezel. A functional evaluation revealed no problems. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.